Manufacturer narrative:
The following fields were updated due to additional information: h6, h11 corrected field(s): h.1 type of reportable event corrected to malfunction a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16jul2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer failed, and the device was not detected on the communication bus. The customer reported that the user was unable to remove the medications and there was a delay to the patient's workflow as the user accessed medications from another device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a retractor band issue. A field service engineer replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.